Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During the procedure a crbs smartfreeze cryo console was selected for use. The patient was under general anesthesia. The balloon was inflated, and nothing happened, the balloon did not inflate. Fluoroscopy revealed the balloon was not inflated. There was no error in the console. The procedure was cancelled/ rescheduled. It is currently not known if the console will be returned for analysis or repaired on site.

Manufacturer narrative:
B.1. Adverse event/product problem and b.2. Outcomes attrib to adv event: corrected to not applicable as no adverse event occurred. G.2. Report source: corrected to include health professional the device was returned to boston scientific for analysis. The device failed visual inspection. Functional testing also failed. The returned console was tested by performing an initial inflation and it was confirmed that the balloon would not inflate. Reg3 was found to be at 0 psi, when it is rated to be set to 4 psi. After adjusting reg3 to 4 psi, the balloon inflated with no issues. Ten ablations were performed to confirm that the unit is fully functional.

Event description:
During the procedure a crbs smartfreeze cryo console was selected for use. The patient was under general anesthesia. The balloon was inflated, and nothing happened, the balloon did not inflate. Fluoroscopy revealed the balloon was not inflated. There was no error in the console. The procedure was cancelled/rescheduled. It is currently not known if the console will be returned for analysis or repaired on site.